Manufacturer narrative:
Integra completed its internal investigation 13apr2016. The investigation included: method: evaluation of actual device. Review of device history records. Review of complaint history. Results: a review of the device history record found no anomalies during the manufacturing period of 519130nd. The manufacturing lot is fcby and it has been manufactured in march 2015. Check assembly is in compliance with specification. A review of the complaint system was performed. (B)(4). A review of the corrective and preventive action plans was performed. One corrective actions plan was recorded in september 2012 for difficult assembly between 519110nd and 519130nd. Conclusion: given the description of the event and the observations made during the investigation, the root cause of the incident cannot be determined. Damages on the support device can be considered as a potential root cause. Review of the existing capas show that a CAPA is currently on-going for similar previous issues.

Event description:
This reported event involves 2 devices, same patient, same procedure. This is report 1 of 2. It was reported the jig in the tray was bent or out of shape. When sliding the bar into the plastic jig, the metal bar did not fully seat properly which required additional effort by the surgeon and tech. When drilling for the tibia compression rod the surgeon hit the nail with the drill bit. When compressing using the wheel the surgeon struggled spinning the wheel. The first tibia screw went in fine and the second hit the nail, the second tibia screw finally went in with the surgeon using a free hand approach. It was reported there was no patient injury.